Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, when the device was going to be applied into the stomach, the staple line was incomplete on the proximal area. So the surgeon fired another reload and solved the problem. There was no patient injury.